Event description:
The ge oec 9800 fluoroscopy sys would not produce x-rays.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective generator interface pcb that was removed and replaced to restore sys function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.